Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present on the bottom cover underneath the pump assembly, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis nurse reported the patient found a fluid leak following treatment. The patient's effluebt was tested. The cycler was replaced. During follow up the facility's biomed technician reported the patient's effluent wa negative for infection. The patient did not require any medical intervention and had no adverse event associated with the leak. He believes the leak was created while removing the supplies rather than in treatment but he could not confirm that scenario.